Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that the force sensor was not working correctly and needed replacement. No patient injury was reported.

Manufacturer narrative:
Other text: b5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available, corrected data: d4: correction: model number: 3500.

Event description:
Additional information was received by the manufacturer and attached on 06 october 2022. This device did not fail while in use with a patient. The event occurred prior to use and was brought down to the biomed shop where I diagnosed the problem.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no signs of external damage. Functional testing found 'force sensor bridge test' at power up. Force sensor value stuck at 0.24 lb and could not recalibrate. Replaced force sensor and plunger cable. The root cause of the reported issue was found to be normal wear, parts are 11 years old. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).